Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted left partial nephrectomy surgical procedure, the surgeon noticed that the monopolar curved scissors (mcs) cable lost its movement. The mcs was removed from the patient's cavity and the cable rupture was observed. The mcs was then removed and replaced by another, allowing the procedure to continue and complete without complications. The procedure was completed with no reported injury.